Manufacturer narrative:
Customer will be contacted.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a lack of primary stability and a failure of osseointegration and the implant was removed.